Event description:
A surgeon reported that during insertion of an intraocular lens using this delivery system, he left a resistance, but decided to proceed. He reported that the edge of the nozzle was inserted because the loop was correctly positioned; the lens did not come out completely and two cracks were observed on the optic; the lens "came away" during pulling out of the delivery system from the eye and the incisional site was widened to completely remove the lens. A new lens was inserted and sutured. The surgeon explained that there was "failure of the sclerocorneal sutures" and then, hypotony and hyphema developed. The surgeon reported that one week following surgery, intraocular pressure is 14mmhg, the hyphema has resolved, and the pt is doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).